Event description:
The company was informed that the patient fell and received an injury at the site of the implant. Revision surgery was performed to reconstruct the injured site to prevent infection and to correct the position of the extruding device. The patient also received a shot for pain following the surgery. Since the incident, the patient is reportedly experiencing sound quality issues. Advanced bionics is currently in the process of gathering additional information; once more information becomes available, a supplemental report will be submitted.